Event description:
Surgeon was using endostitch device with o surgidac suture, and after passing it thru tissue, the needle broke in half. Half of it was retained in the tissue and other half remained in the device. Xray was called and ap lateral performed. At the case, it was discovered in the abdomen. A second survey of the abdomen at the end of suture needle fragment was found and removed.